Event description:
The customer reported that the needles were not allowing the medication to be pushed through. While the medication could be drawn up, it couldn't be expelled, suggesting that the needle was clogged. There were no issues with the syringes used in conjunction with the needles. No patient injuries were sustained as a result of this issue.